Manufacturer narrative:
A ge oec service rep investigated the issue and found that the surgeon tripped on the power cord, the power cord was disconnected from the outlet. The improper shutdown of the system may have corrupted the software. The system software was reloaded. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9900 fluoroscopy system would not boot up. The surgeon tripped over the power cord and it was disconnected from the outlet.